Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Implant date was sometime in (B)(6) 2009. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the patient was reported to have a non-union and the plate was intact. Should further information become available this determination will be reviewed accordingly. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 9-hole 3.5mm locking compression plate (lcp), an acumed lateral distal humerus plate, and an unknown number of unknown screws to treat a non-union of a distal third humerus fracture on an unknown date in (B)(6) 2009. On an unknown date in (B)(6) of 2010, it was identified that the fracture had still not healed, and the patient was returned to the operating room on an unknown date and revised to a 12-hole 4.5mm broad lcp plate and an unknown quantity of unknown screws. This complaint involves two (2) devices: 9-hole 3.5mm lcp plate and unknown screws. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.